Manufacturer narrative:
Returned device was examined and found to have been manufactured in 1997. It has therefore been in use for approximately 20 years, a time greatly exceeding established product lifetime. No action required.

Event description:
During a procedure, the cutting surface of the forceps was found to be damaged. No patient harm occurred.

Manufacturer narrative:
Based on digital images provided by the distributor, the cutting edges of the forceps were observed to be damaged and the instrument surface was covered with scratches and heavily worn non-functional edges, indicating extensive reuse. The lot code stamped on the device would indicate it to have been manufactured in 2011; however, for more than 20 years we have been using a different process to place the lot code on the device. Therefore, two possibilities exist: the device is not ours and another manufacturer is using a similar coding system to ours; an unauthorized third party performed repair work on the device, obliterated our original lot code by grinding and then stamped it on the device. We have requested the distributor to return the device for investigation. Should additional information be forthcoming, a supplemental report will be submitted.

Event description:
During a procedure, the cutting surface of the forceps was found to be damaged. No patient harm occurred.